Manufacturer narrative:
(B)(4).

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level was 150 mg/dl.